Manufacturer narrative:
Further information from the reporter regarding event details has been requested. No additional information is available at this time. The events of irritation/inflammation, visibility/palpability, skin rash, and pain are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of irritation/inflammation as follows: adverse reactions are those typically associated with surgically implantable materials, including infection, inflammation, adhesion formation, fistula formation, and extrusion. These events are being reported because medical intervention was required, although device-relatedness has not been established.

Event description:
Patient reported that after implantation with seri, the left side breast became "lumpy, bumpy, misshapen, is a different size, is hot to the touch," and that it looks "like someone took a bite out of the breasts on the bottom and the side." Additionally the patient reported "a rash up and down the arms, with inflammation underneath the armpits and on the side," and pain. Patient concomitantly received a non-allergan breast implant. Patient has been provided with "antibiotics, muscle relaxers, and pain killers." No surgical treatment has occurred. The device remains implanted.